Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to chest pain. A remote monitor transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited possible intermittent ventricular undersense during arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed; however, recent episodes indicates the lead still has undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient presented to the emergency department due to dizziness and their device emitting an audible alert. Upon interrogation, it was determined a lead integrity alert (lia) triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). It was noted the rv lead was oversensing during ventricular arrhythmias. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed occasional rv under-sensed beats and t-wave oversensing (twos) during recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.